Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section d6b - the explant date ((B)(6) 2023) was not indicated in previous reports. D3 and g1 correction: the manufacturing site was updated.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg is inoperable. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
B5 correction: it was updated to reflect that only the ipg was explanted. The patient currently still has the leads implanted.

Event description:
It was reported that surgical intervention was undertaken on (B)(6) 2023, wherein only the ipg was explanted to address the issue.